Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the device was returned for evaluation. It was observed that the main coil was bent and stretched at all primary coil and the arm coil section, moreover the arm coil was detached. The functional could not be performed due the main coil and the pusher wire are not interlocking. Dimensional inspection of the main coil revealed the components were within specification. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that the coil could not be released. The target lesion was located in the aorta abdominalis. A 20mm x 40cm interlock-35 was selected for use in an aneurysm embolization. During the procedure, it was noted that the coil could not be released. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. However, device analysis revealed that the arm coil was detached.